Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they observed air bubbles in the reservoir. The customer stated that the air bubbles were not so big and the customer have already changed the reservoir. The customer's blood glucose value was 281 mg/dl at the time of the incident. The reservoir will be returned for the analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Also ran basal, bolus occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles.